Event description:
Per this article received from italy (title of article "pulmonary artery pseudoaneurysm due to pulmonary artery catheter placement: a new minimally invasive approach to solve a life-threatening complication" by roberta russo et al. Published on j cardiothorac vasc anesth. 2025 jan., the following complaint was identified: after a mitral and tricuspid valve surgery this swan-ganz catheter was repositioned and the balloon deflated and the patient suddenly experienced significant bleeding from the endotracheal tube. Within 20 minutes, the bleeding ceased, with an estimated blood loss of 500 ml. The patient remained hemodynamically stable, though there was a brief period of mild desaturation, which was quickly corrected. A computed tomography pulmonary angiogram (ctpa) identified a small pulmonary artery pseudoaneurysm (pap) (14 x 12 mm) in a branch of the pulmonary artery supplying the right middle lobe. The pac tip was located within the pap, likely exerting a tamponade effect. The issue was resolved by advancing a microcatheter through the swan-ganz catheter to the pap and deploying coils to achieve embolization. The catheter was then safely removed, and a follow-up angiogram confirmed the complete occlusion of the pap. The patient was transferred to the ICU without further episodes of hemoptysis or desaturation. The patient's hospital stay was prolonged due to the need for noninvasive ventilation to manage pleural effusion and atelectasis, being discharged home 23 days after surgery.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). Per this article received from italy (title of article "pulmonary artery pseudoaneurysm due to pulmonary artery catheter placement: a new minimally invasive approach to solve a life-threatening complication" by roberta russo et al. Published on j cardiothorac vasc anesth. 2025 jan., the following complaint was identified: this swan-ganz catheter inserted prior to a mitral and tricuspid valve surgery in a 82-year-old female with a history of hypertension and chronic heart failure, caused a small pulmonary artery pseudoaneurysm (pap) (14 x 12 mm) in a branch of the pulmonary artery supplying the right middle lobe at the end of the surgery, when the device had been repositioned and pulmonary wedge pressure was measured. After this, the balloon was deflated and patient suddenly experienced significant bleeding from the endotracheal tube during 20 minutes and with an estimated blood loss of 500 ml. A computed tomography pulmonary angiogram (ctpa) identified the swan ganz catheter tip was located within the pap, likely exerting a tamponade effect. The issue was resolved by advancing a microcatheter through the swan-ganz catheter to the pap and deploying coils to achieve embolization. The catheter was then safely removed, and a follow-up angiogram confirmed the complete occlusion of the pap. The patient remained hemodynamically stable during the event, though there was a brief period of mild desaturation, which was quickly corrected and was transferred to the ICU without further episodes of hemoptysis or desaturation. The patient's hospital stay was prolonged due to the need for noninvasive ventilation to manage pleural effusion and atelectasis, being discharged home 23 days after surgery. Pulmonary artery pseudoaneurysm (pap) is a life-threatening complication associated with pac (pulmonary artery catheter) insertion, although its incidence is rare (0.03-0.2 per cent). Prompt bronchoscopy following early recognition is essential as a potentially life-saving maneuver to prevent immediate asphyxiation and mitigate pulmonary hemorrhage and atelectasis. As per IFU, "invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Strict adherence to these instructions and awareness of risks reduces the incidence of complications. Several known complications include: perforation of the pulmonary artery factors associated with fatal pulmonary artery rupture include pulmonary hypertension, advanced age, cardiac surgery with hypothermia and anticoagulation, distal catheter tip migration, arteriovenous fistula formation and other vascular traumas. Extreme care should be used during the measurement of pulmonary artery wedge pressure in patients with pulmonary artery hypertension. In all patients, balloon inflation should be limited to two respiratory cycles, or 10 to 15 seconds. A central location of the catheter tip near the hilum of the lung may prevent pulmonary artery perforation". Based on that, this case is not related to a device malfunction but an expected side effect of the use of a swan ganz catheter. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.